Manufacturer narrative:
The manufacturer did not receive devices for review. It was mentioned that the device will be returned for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a ankle fix ti plt std lt on (B)(6) 2015. Patient experienced non-union of fracture and fixation plate fracture and was revised approximately 1 year later. The revision surgery was performed on (B)(6) 2016. (This event was previously reported with the MFR report number 0001825034-2016-03167 by zimmer inc. (B)(6).)

Manufacturer narrative:
Additional information was received on november 4, 2016. It was discovered that this case is a duplicate of the case (B)(4), reported with manufacturer report number MFR 0009613350-2016-01181. The same event details and products were reported twice. Please invalidate this case from your system, further information will be reported under (B)(4). Zimmer (B)(4) will invalidate this case from the system. (B)(4).